Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the device "turned off without warning" while infusing tpn. The htm did not find any issues with the alaris brain. From htm - ran through check in using alaris software. No problems found. Nurse was not in the room when the pump turned itself off. No alarms were heard and the pump was plugged in. There was no patient harm. Although requested no further information was given.